Event description:
It was reported that the patient's heart rate was going down to 40 and up to 120 beats per minute. All reasonable contacts have been followed up with and no additional information is available. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.